Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a pulse generator that exhibited failure to interrogate. The device was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported event of unable to interrogate was not confirmed. The device was received with battery voltage in normal range of operation. Analysis of the device image did not show any anomalies. Analysis performed indicated normal device characteristics, and the device was able to be interrogated through inductive telemetry. Longevity assessment was performed, and device was normal, and met projected longevity.